Manufacturer narrative:
Received one device. Visual inspection found no damage related to customer concern. The customer concern was confirmed via testing. The valves and expulsor were replaced. All performance verification tests were performed. All tests passed specifications. The software was updated. Probable cause: fails accuracy. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device failed the accuracy test with a deviation of +8.8%. The event occurred during testing. There was no patient involvement.